Event description:
The technician alleged the side rail would not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail latch cover was bent and would prevent the side rail latch from locking. The technician took the side rail assembly apart and straightened the latch cover, then rerouted the cable correctly and straightened the locking pins on the plastic cover, then locked the plastic cover into place to resolve the issue.